Manufacturer narrative:
This follow-up MDR is being submitted to document additional information received from the sales representative. The sales representative reported that the device was not retained for return to the manufacturer upon explant.

Event description:
Clinical narrative: an impella 5.5 device was inserted via the right axillary/subclavian surgical arterial approach in a 56-year-old male patient for the indication of acute myocardial infarction complicated by cardiogenic shock (ami/cgs), presenting in society for cardiovascular angiography and interventions (scai) stage e shock. The impella 5.5 was placed as an escalation of therapy from a prior impella cp device. During the course of care, the patient experienced a cerebrovascular event (stroke) reported to have occurred between june 12 and june 13. It was noted that the patient had undergone complex management including decannulation from extracorporeal membrane oxygenation (ECMO) and transition from impella cp to impella 5.5 support. The clinical team indicated that the exact etiology of the stroke was not determined. Based on available information, the team did not believe the event was attributable to impella support. The impella 5.5 purge solution consisted of dextrose 5 percent in water (d5w) with 25 milliequivalents per liter of sodium bicarbonate. The patient remained on impella 5.5 support at the time of reporting. Additional information was received that the patient was successfully weaned and survived to explant.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.